Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 5/8/2019. [Conclusion]: the healthcare professional reported that during the transvenous embolization (tve) procedure of a dural arteriovenous fistula (davf) at the right cavernous sinus, the 1 mm x 4 cm galaxy g3 mini coil (glm910040 / l12958) was inserted into the sl-10® 45°microcatheter (stryker) and resistance was felt between the coil and the introducer sheath. The physician attempted to withdraw and insert the coil several times, but the issue continued. The coil was replaced with another 1 mm x 4 cm galaxy g3 mini coil and there was no issue confirmed with the new coil. It was confirmed that the device did not have any kink nor bend prior to use. Excessive force was not applied on the device at any time. The procedure was successfully completed without further issues or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the coil was in a stretched condition. The investigational finding is documented below. Investigation summary: a non-sterile 1 mm x 4 cm galaxy g3 mini coil was received contained in a pouch. The returned product underwent visual inspection. The hub was in good condition with no appearance of damage. The device positioning unit (dpu) was kinked at 134 cm from the proximal end. The coil introducer was tangled and unzipped. The resheathing tool was without any damage noted. The device underwent microscopic inspection. The v-notch was in normal good condition, the resistance heating (rh) was not heated and was in good condition. The articulation joint was in good condition. The embolic coil was in stretched condition and protruded from the introducer sheath. Due to the tangled and unzipped condition of the coil introducer, the stretched and protruded condition of the embolic coil, functional testing could not be performed. A review of manufacturing documentation associated with this lot (l12958) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue of resistance/friction between the coil and the introducer sheath could not be confirmed through functional analysis. Due to the condition of the returned coil introducer being tangled and unzipped, the device could not undergo functional testing. It is possible that during the several attempts to withdraw and insert the coil, the introducer sheath became tangled and unzipped; inadvertent force may have been applied on the device though the exact cause could not be conclusively determined. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The complaint documented that there were several attempts to withdraw and insert the coil several times to resolve the resistance/friction issue between the coil and the introducer sheath, it is possible that the embolic coil became stretched and protruded from the introducer sheath during one of these attempts. The exact cause of the stretched and protruded condition of the embolic coil could not be determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1 mm x 4 cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the transvenous embolization (tve) procedure of a dural arteriovenous fistula (davf) at the right cavernous sinus, the 1 mm x 4 cm galaxy g3 mini coil (glm910040 / l12958) was inserted into the sl-10® 45°microcatheter (stryker) and resistance was felt between the coil and the introducer sheath. The physician attempted to withdraw and insert the coil several times, but the issue continued. The coil was replaced with another 1 mm x 4 cm galaxy g3 mini coil and there was no issue confirmed with the new coil. It was confirmed that the device did not have any kink nor bend prior to use. Excessive force was not applied on the device at any time. The procedure was successfully completed without further issues or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the coil was in a damaged condition. Based on the product analysis completed on 4/18/2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to update the event description and correct the device codes in h.6. The FDA device code 1601 was corrected to 2976. [Conclusion]: the healthcare professional reported that during the transvenous embolization (tve) procedure of a dural arteriovenous fistula (davf) at the right cavernous sinus, the 1 mm x 4 cm galaxy g3 mini coil (glm910040 / l12958) was inserted into the sl-10® 45°microcatheter (stryker) and resistance was felt between the coil and the introducer sheath. The physician attempted to withdraw and insert the coil several times, but the issue continued. The coil was replaced with another 1 mm x 4 cm galaxy g3 mini coil and there was no issue confirmed with the new coil. It was confirmed that the device did not have any kink nor bend prior to use. Excessive force was not applied on the device at any time. The procedure was successfully completed without further issues or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: a non-sterile 1 mm x 4 cm galaxy g3 mini coil was received contained in a pouch. The returned product underwent visual inspection. The hub was in good condition with no appearance of damage. The device positioning unit (dpu) was kinked at 134 cm from the proximal end. The coil introducer was tangled and unzipped. The resheathing tool was without any damage noted. The device underwent microscopic inspection. The v-notch was in normal good condition, the resistance heating (rh) was not heated and was in good condition. The articulation joint was in good condition. The embolic coil was in damaged condition and protruded from the introducer sheath. Due to the tangled and unzipped condition of the coil introducer, the coil damaged condition and being protruded from the introducer sheath, functional testing could not be performed. A review of manufacturing documentation associated with this lot (l12958) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue of resistance/friction between the coil and the introducer sheath could not be confirmed through functional analysis. Due to the condition of the returned coil introducer being tangled and unzipped, the device could not undergo functional testing. It is possible that during the several attempts to withdraw and insert the coil, the introducer sheath became tangled and unzipped; inadvertent force may have been applied on the device though the exact cause could not be conclusively determined. Coil damaged is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damage from occurring. The coil can become damaged during attempts to withdrawal it against resistance. The complaint documented that there were several attempts to withdraw and insert the coil several times to resolve the resistance/friction issue between the coil and the introducer sheath, it is possible that the embolic coil became damaged and protruded from the introducer sheath during one of these attempts. The exact cause of the damaged and protruded condition of the embolic coil could not be determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1 mm x 4 cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a damaged condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter information such as the name, phone and email address are not available. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the transvenous embolization (tve) procedure of a dural arteriovenous fistula (davf) at the right cavernous sinus, the 1 mm x 4 cm galaxy g3 mini coil (glm910040 / l12958) was inserted into the sl-10® 45°microcatheter (stryker) and resistance was felt between the coil and the introducer sheath. The physician attempted to withdraw and insert the coil several times, but the issue continued. The coil was replaced with another 1 mm x 4 cm galaxy g3 mini coil and there was no issue confirmed with the new coil. The procedure was successfully completed without further issues or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the coil was in a stretched condition. The investigational finding is documented below. Investigation summary: a non-sterile 1 mm x 4 cm galaxy g3 mini coil was received contained in a pouch. The returned product underwent visual inspection. The hub was in good condition with no appearance of damage. The device positioning unit (dpu) was kinked at 134 cm from the proximal end. The coil introducer was tangled and unzipped. The resheathing tool was without any damage noted. The device underwent microscopic inspection. The v-notch was in normal good condition, the resistance heating (rh) was not heated and was in good condition. The articulation joint was in good condition. The embolic coil was in stretched condition and protruded from the introducer sheath. Due to the tangled and unzipped condition of the coil introducer, the stretched and protruded condition of the embolic coil, functional testing could not be performed. A review of manufacturing documentation associated with this lot (l12958) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue of resistance/friction between the coil and the introducer sheath could not be confirmed through functional analysis. Due to the condition of the returned coil introducer being tangled and unzipped, the device could not undergo functional testing. It is possible that during the several attempts to withdraw and insert the coil, the introducer sheath became tangled and unzipped; inadvertent force may have been applied on the device though the exact cause could not be conclusively determined. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The complaint documented that there were several attempts to withdraw and insert the coil several times to resolve the resistance/friction issue between the coil and the introducer sheath, it is possible that the embolic coil became stretched and protruded from the introducer sheath during one of these attempts. The exact cause of the stretched and protruded condition of the embolic coil could not be determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1 mm x 4 cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the transvenous embolization (tve) procedure of a dural arteriovenous fistula (davf) at the right cavernous sinus, the 1 mm x 4 cm galaxy g3 mini coil (glm910040 / l12958) was inserted into the sl-10® 45°microcatheter (stryker) and resistance was felt between the coil and the introducer sheath. The physician attempted to withdraw and insert the coil several times, but the issue continued. The coil was replaced with another 1 mm x 4 cm galaxy g3 mini coil and there was no issue confirmed with the new coil. The procedure was successfully completed without further issues or delay. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the coil was in a stretched condition. Based on the product analysis completed on (B)(6) 2019, this event has been deemed MDR reportable as a ¿malfunction.¿